Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant by using an unknown delivery system (ds). The patient had a prior medical history of left anterior fascicular block. The length of the membranous septum was measured to be 8mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted successfully at a depth of 6mm on the non-coronary cusp (ncc) with no issues or adverse events the patient experienced during or after the procedure. On (B)(6) 2025, the patient experienced an unspecified heart block, and a pacemaker was implanted as an intervention on the same day. The reporter requested information regarding the onset of symptoms such as heart block, if there was a clinically significant delay and whether the patient required initial or prolonged hospitalization due to the event, including the need for monitoring of rhythm at the time of initial follow-up. The patient remained hemodynamically stable throughout the procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The implanter classified this event as being related to the procedure and the patient¿s past medical history. The patient was discharged to home.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Potentially, procedural circumstances and/or patient comorbidities contributed to the event, however, this could not be confirmed. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant by using an unknown delivery system (ds). The patient had a prior medical history of left anterior fascicular block. The length of the membranous septum was measured to be 8mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted successfully at a depth of 6mm on the non-coronary cusp (ncc) with no issues or adverse events the patient experienced during or after the procedure. On (B)(6) 2025, the patient experienced an unspecified heart block, and a pacemaker was implanted as an intervention on the same day. The reporter requested information regarding the onset of symptoms such as heart block, if there was a clinically significant delay and whether the patient required initial or prolonged hospitalization due to the event, including the need for monitoring of rhythm at the time of initial follow-up. The patient remained hemodynamically stable throughout the procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The implanter classified this event as being related to the procedure and the patient¿s past medical history. The patient was discharged to home.